Event description:
New information on 11/24/2016 stated that the patient presented in clinic for follow up. Upon interrogation, the pulse generator continued to display high battery impedance. The device was reprogrammed the patient remained asymptomatic and would continue to be monitored.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a follow up, the pulse generator exhibited a diagnostics anomaly. A follow up was scheduled for (B)(6) 2015 and upon interrogation, the device again exhibited a diagnostics anomaly. Despite performing a software download and reprogramming the device, the issue remained. The physician decided not to take any further action. The patient was in good condition.